Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display screen. No harm requiring medical intervention was reported. It was also stated that, the customer was wearing insulin pump at the time of the vehicular accident and insulin pump started beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display and audio/vibrate anomaly due to constant blank/flashing white light. Unable to perform displacement test and selftest due to constant blank/flashing white light on the display.